Manufacturer narrative:
Section d10 references: product ID wr9200 lot# serial# (B)(6): product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have had difficultly charging the implantable neurostimulator (ins) since implant date, and they already regret making the decision to get a rechargeable ins because of the charging difficulties. The patient said they have to repositioned the wireless recharger (wr) to every position possible, but they continue to have difficulty charging the ins. The patient mentioned that they can eventually get the wr to charge the ins, but the ins only charges for maybe 10 minutes. The patient also mentioned that their ins was implanted in their abdomen. The patient added that the ins is "very well hidden," so they can't see where the top of the ins is. As a result, the patient said it's "kind of based off of feel" and they have to push very hard to find the ins. The patient also mentioned that it's difficult to hold the wr still because of their tremors (the patient said the dbs therapy didn't get rid their tremors 100%, but they did not expect it to - the patient confirmed the dbs helps manage their tremors as much as they expect it to). The patient said they reported the charging issue to a manufacturer's representative (rep) 2 days after implant date, and the rep told the patient that it was a known issue and that it would likely be difficult for the patient to charge their ins going forward because it was implanted in their abdomen. The patient added that the rep told the patient it was a good thing they are a small person, because it would be even more difficult to charge their ins if they were larger. Agent asked the patient if they use the recharging belt that was designed for the wr, but they said the rep told them there wasn't a belt available. Agent reviewed that there is a belt for the wr, and the patient said they would like a small belt. Agent reviewed that the belt should help keep the wr in position over the ins so they don't have to hold the wr in place with their hand. During the call, agent had the patient charge their ins and no issue was found. Agent advised the patient to keep the white circles under the wr positioned directly over the ins. The wr maintained a good connection with the ins during the call after agent reviewed general use. Agent also reviewed that the connectivity between the wr and ins should continue to improve as the ins implant site continues to heal. Agent sent an email to repair to request a small belt, and redirected the patient to their healthcare provider if they have any concerns regarding ins implant site/depth. Additional information received from the consumer reported due to the location of their implant located in the abdomen, they struggled and found charging their implant difficult. The consumer mentioned they were able to charge but if they breathe too hard, they would have to start over, but the recharger belt helped a little. Due to the difficulty, they experienced they put off charging and hadn¿t charged for a few days. The last day the consumer charged was friday (charged to 100%), but the implant continued to show 100% even though it wasn¿t charged since then with their previous implant going down 15% each day. There were no recent programming changes and therapy was on. It was noted the patient was recently implanted and thus the connection issue would most likely get better as they continued to heal. Additional information received from the healthcare provider (hcp) reported the cause of the recharging difficulties wasn¿t determined as the patient no-showed two appointments to try and evaluate their system and hadn¿t been since 2018. It was unknown if the wireless recharger belt resolved the issue.